Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2023 with an elevated blood glucose (bg) level, specific value was not provided; cause was unknown. Customer did not recall the details of the ER visit so no further information was provided. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.